Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 3387s-40, lot# v517490, implanted: (B)(6) 2010, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A manufacturer representative (rep) reported that impedance testing on the right brain electrode was showing an open circuit on contact 8, and a short circuit on contacts 9, and 10. There were no environmental issues related to the problem and no actions/interventions taken to resolve the issue. The issue remained unresolved and unsolved at the time of the report. Surgical intervention/revision is planned but has not occurred. Additional information received from the rep on(B)(6) reported that the patient's right lead was disconnected from the right extension but remains implanted. The lead was malpositioned which was causing the open and short circuit. As a result the right lead was replaced in the right gpi. Post implant all impedances were within normal range and the new lead will be programmed in 3-4 weeks. The patient's indication for implant is dystonia.

Event description:
Additional information received showed the system was returned from a mortician. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer indicating they experienced symptoms described as "head vibrating" since implant, which went away after the lead was replaced. Patient's medical history includes bronchitis, osteopenia, and occasional botox treatment. Patient's concomitant medication included gabapentin 800 mg, 4 times daily.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the healthcare provider¿s office reported the patient wasn¿t deceased; the stimulator was only returned because it was replaced. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.